Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, dislodgement of the device was observed due to twiddler's syndrome. The issue was resolved by revising and repositioning the device. The patient was stable and experienced no adverse health consequences.